Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2009 and mesh and ams elevate apical and posterior system; sparc sling system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, urinary problems, and recurrence. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 due to mesh erosion. No additional information provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to pelvic pressure, cystocele, urethrocele; concurrent procedures: anterior colporrhaphy, cystoscopy. It was reported that on (B)(6) 2009: (ams elevate apical and posterior system; sparc sling system. It was reported that the patient underwent a procedure (vaginoplasty) on (B)(6) 2010 with due to vaginal stenosis.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).